Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0sza2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she stopped feeling stimulation and her urinary symptoms somewhat returned. The symptoms weren't as bad as before but more than she liked. This was stated to be sudden, happening a couple of days prior to this report with an event date of (B)(6) 2015. The batteries were replaced in the patient programmer (pp) and the patient was requesting help using the pp. The pp was used and it had intermittent communication, but then was able to confirm therapy to be on. She was on program 2 at 4.7 volts. She was not able to increase stimulation due to poor communication seen on the pp. The patient was using the antenna and it was confirmed to be secure. The issue was not resolved. The patient was advised to try without the antenna. This was successful at first but then the poor communication screen was seen again when trying to adjust stimulation. The pp was repositioned and they still got the poor communication screen. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.